Event description:
It was reported the patient experienced ineffective therapy. Diagnostics revealed high impedances on multiple contacts. As a result, surgical intervention to replace the leads and ipg for an unknown reason may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction - b1 ¿ type of report - remove/un-check product problem. Correction - section b5 - describe event or problem. Correction - section e1 - initial reporter. Manufacturing reference number 1627487-2025-00637 (B)(4) should not have been reported as a medical device report (MDR) as additional information indicated that there was no issue with the ipg, and it was electively replaced. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a fall patient experienced ineffective therapy due to autoreducing. Additional information indicated that both leads had high impedances and x-rays showed that both leads migrated. Surgical intervention was undertaken and both leads were explanted and replaced to address this issue. Additionally, it was noted that there was no issue with the ipg header and both leads were properly seated within the ipg header. In turn, the physician decided to electively explanted and replaced the ipg. Effective therapy was restored post-op.